Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge and the pod to leak out insulin. As treatment, a new pod was applied.